Event description:
It was reported that the customer's blood glucose was 526 mg/dl and she received a no delivery alarm. The customer treated with manual injection. The infusion set was changed out twice. No bent cannulas were found on either infusion set. It was not possible to troubleshoot, as this was a past event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).